Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced an apical mural thrombus in the left ventricle, and an apical aneurysm was found using an echocardiogram. The patient became hypotensive and the patient was treated with epi and levo. Impella support continues.

Manufacturer narrative:
No product was returned for investigation. The root cause of the thrombosis was unable to be determined due to insufficient clinical details. The cause of the hypotension was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.